Event description:
Follow up indicated no permanent injury occurred.

Manufacturer narrative:
Section f: partial info provided by customer's initial report and follow-up #1. No add'l info has been received to date.